Event description:
The customer reported the outer carousel door of the architect i2000sr analyzer would not turn normally. An abbott field service representative (fsr) was dispatched to maintenance the analyzer. While performing maintenance the fsr injured his finger on a screw driver and received a tetanus shot. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Ticket trending data found no atypical complaint activity that could be related to the described issue. Review of the product labeling revealed that the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified.